Manufacturer narrative:
The reported complaint of "the autopulse platform ((B)(4)) displayed a user advisory (ua)18 (max take-up revolution exceeded) error message" was confirmed during the archive review but not during the functional testing. The platform passed the functional testing and worked as intended. The root cause for ua 18 error was the customer tried to use the platform without a manikin, as a result of user error. The customer reported a secondary complaint of the platform displaying a fault code 42 (force overload tripped) error message was confirmed based on the review of the archive data but was not confirmed during functional testing. No device malfunction was observed that could have caused or contributed to the reported fault code 42 error message. The fault code 42 could not be duplicated during the functional testing. Upon visual inspection, unrelated to the reported complaint, noticed the cracked front and bottom enclosures. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front and bottom enclosures need to be replaced to address the observed physical damages. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The failed clutch needs to be replaced to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The autopulse platform was manufactured in july 2016, and it is over 6 years old, beyond its expected service life of 5 years. The archive data review showed multiple ua18 advisory messages around the customer's reported event date, thus confirming the reported complaint. In addition, the archive data review confirmed the presence of fault code 42 with no weight on the device. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per autopulse user advisory list, fault code 42 error message alerts the load cells have detected too much force is being applied. This typically occurs as a result of a hardware or software issue, a bad battery or with a low charge status, damaged load cells, or if the patient's chest is too stiff. This error message can be cleared when the user press restart. The autopulse platform passed the functional testing with the instrumented manikin with no error or fault. The customer reported a ua18 error and the fault code 42 observed in the archive were not reproduced during the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries after testing the platform for 15 minutes. Waiting for the customer's approval for service repair.

Event description:
During device check by the customer biomed, the platform ((B)(4)) displayed a "align patient" message that was cleared after power on test. Then the platform displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message with no manikin placed on the device and requesting to restart the platform. The user was unable to clear the error message after restarting the platform multiple times and replacing the battery. During the call with the zoll tech support, the platform displayed the fault code 42 (force overload tripped) error message. No patient involvement.